Event description:
During an implant procedure, there was some alleged lead insulation defect noted on the right ventricular (rv) lead. The rv lead was replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported event of lead insulation defect was confirmed. As received, only the connector portion lead was returned in one piece for analysis. Visual inspection found an external insulation abrasion breaching the ring electrode cable lumen with no damage noted to the ethylene tetrafluoroethylene (etfe) cable coatings. In the same region the right ventricle, superior vena cava, and inner lumen were breached consistent with an internal insulation abrasion.